Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9350583. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, a root cause could not be determined however it could be possible that the stopper of the vial induced the clogging. During the manufacturing process a vision system is inspecting 100% all the products for clogged needles. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that 6 bd precisionglide¿ needle 30g x 1/2 experienced clogged/blocked needles prior to use. The following information was provided by the initial reporter: description of defect: unable to push medication through needle. Used on patient: yes additional information: what was done to complete treatment? Different box (different lot number) was used. Was there any patient impact or delay in treatment? If yes, please elaborate- 3 syringes of medication needed to be discarded. (2) units of eylea, (1) unit of lucentis. Clinic supplied stock. How many needles were found affected? 6 total confirmed defective before we pulled all units with the lot number matching the confirmed defective product.